Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit passed selftest and displacement test, however unit received with corroded battery tube and corroded electronic assemblies. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was wet but working fine. The customer¿s blood glucose level was 123 mg/dl. Customer stated that the bottom of the battery compartment was brown looking. Customer stated that the contacts on the battery cap were neither missing nor damaged and battery compartment was corroded. Customer also stated that the spring was neither damaged nor corroded. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.